Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the drive support cap loose and stick out from the side of the insulin pump. Customer's blood glucose is normal, didn't require medical treatment.